Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was no longer responding and screen was blank. Customer's blood glucose was unknown at time of incident. Customer stated that buttons went flashing but screen did not display anything. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display.